Event description:
Distributor reported a malfunction with the pump in norway. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts arranged for a pump replacement, confirmed the shipping address, and instructed the customer on how to put the pump in storage mode before returning it to tandem. Customer will use mdi as a backup therapy and return the faulty pump using a pre-paid label.